Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 533 mg/dl. The customer's current blood glucose was 330 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer was not using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 533 mg/dl. The customer's current blood glucose was 330 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer is on auto mode. The insulin pump will not be returned for analysis.